Event description:
It was reported that the patient had an artificial urinary sphincter removed and replaced due to the cuff being too long for the patient and urethral atrophy resulting in recurring incontinence. The left balloon remains implanted.